Event description:
The event involved a 8" smallbore ext set, 4 gang 4-way stopcocks w/baseplate, 4 remv microclave® clear, clamp, rotating luer where it was reported the set was attached to a port of the right femoral central venous catheter (cvc). The stopcock had a tear in it and medication was not getting delivered to the patient. Vasopressor and sedative were not delivered to patient who was in need of infusions. Patient did not get required medications and had a very low blood pressure. No serious deterioration in the state of health of a patient. There was patient involvement and a delay in therapy. No harm reported.

Manufacturer narrative:
Received one used. List #mc33324, 8" smallbore ext set, 4 gang 4-way stopcocks w/baseplate, 4 remv microclave® clear, clamp, rotating luer; no visible physical damage or other anomalies noted. Leak tested and confirmed tubing leak. Confirmed customer complaint of "the stopcock had a tear in it and medication was not getting delivered to patient. Probable cause, tubing torn from unintentional force. A lot # review could not be conducted because no lot number(s) was/were identified. Additional reporter: (B)(6).